Event description:
It was reported by a customer that on (B)(4) 2011 the fiber forward fired at (B)(6) joules. Add'l info reported by the customer was the laser sys was being used for vaporization at the beginning of the procedure and then for coagulation at the end of the procedure with turp being performed. The forward firing condition was noticed at 39 minutes of use. There were no error codes that were displayed on the console when the event occurred. The user did not experience any injury from use of the sys during the procedure. The pt did not experience any harm as a result of the event. The procedure was completed.